Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The patient was hospitalized for the event on the same day of onset. The peritonitis was manifested by a fever and severe abdominal pain. The cause of the peritonitis was unknown. On an unreported date in the same month as hospitalization the patient was treated with vancomycin (intravenous, dose and frequency not reported) for the event. In the same month treatment with vancomycin was discontinued and cefepime (dose, route, and frequency not reported) was initiated for peritonitis. In the same month as onset, treatment with cefepime was discontinued due to poor patient response and intravenous treatment with vancomycin was reestablished. Fourteen days after admission, the patient was discharged from the hospital and treatment with augmentin and cipro for ten days (dose and route not reported) was initiated. At the time of this report the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.